Event description:
Boston scientific received information that during a routine device replacement procedure, the terminal pin on this right ventricular (rv) lead became separated from the rest of the lead upon removal from the device header. A new rv lead was implanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically capped and abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.